Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. The patient was brought back in for product testing, which was able to reproduce noise with arm movements across the chest. Boston scientific technical services advised the ra lead should be replaced; however, the field has reprogrammed the ra lead for the time being. The ra lead remains in service. The patient reported dizziness spells, however no adverse patient effects were reported.